Manufacturer narrative:
The device was not returned to olympus for evaluation. The field service engineer (fse) serviced the equipment. The fse found the light control cable was loose. The cable was disconnected, cleaned and reconnected. The brightness was changed to auto. In addition, the lamp indicator was on 500 hours and it was suggested that the lamp be replaced. The issues were resolved and the customer confirmed that the display was good. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image of the visera elite xenon light source was too dark and the auto adjust was not working. The customer also requested to adjust the size of the display. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 and h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: the cable connection was loose. Olympus will continue to monitor field performance for this device.